Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 389 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer reconnected infusion set and reservoir and was assisted with a plunger push. Customer reported that insulin exited but with greater than normal resistance. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that infusion set and reservoir would be replaced.